Event description:
The customer reported intermittent problems with the return line air detector (rlad). The rlad was replaced. The rlad is not available for return as it was damaged during removal. There was no pt involved with this event. This report is being filed due to insufficient info provided at this time to determine if a malfunction with the potential for death or injury occurred.

Manufacturer narrative:
(B)(4). Investigation eval and corrective actions are in process. A f/u report will be provided.